Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "polyaxial tulip heads popped off of 2 xia 3 screws during final tightening. Screws were both 7.5 x 40 mm. Surgeon backed screw shanks out, and replaced them with 7.5 x 45 xia 3 poly screws. Added 10 more minutes to case, and both screws tightened down fine."